Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: dimension investigation revealed the measurable dimension of the drill bit as well as the other articles were checked and found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the specification and within the international standard. Performance testing revealed only the aiming arm was still in working order. The insertion handle and the connecting screw were badly damaged. It is possible due to the damage of the insertion handle, the drill could not be aimed accordingly and the applied force caused the breakage of the tip. No fault could be detected. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during the insertion of an expert tibial nail for a tibial fracture, the surgeon was unable to line up the medial-lateral hole through the proximal locking jig of the aiming arm. This report is for (B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.